Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the mobile view station (mvs) was plugged too long and shut down on the way to the operating room (or). When plugged in, a fuse blew in the mvs. An extra set of fuses were with the imaging device and the fuse was replaced. The surgery was completed with imaging and there was no impact on patient outcome.